Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2019-03958. It was reported that the patient experienced ineffective therapy. Patient¿s leads migrated and had high impedances on 10 contacts. As such, surgical intervention took place on (B)(6) 2019 wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post operatively.